Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist informed them that they will need a new orthodontic treatment plan due to them experiencing spacing issues between their front teeth as a result of the byte aligners. Treatment also has caused permanent damage and ultra-sensitivity to their gums that is irreversible.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.